Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose. The customer's blood glucose at the time of the call was 303 mg/dl. Troubleshooting for the insulin pump found the drive support cap appeared to be normal. She also reported a hospitalization event. The customer could not recall the date of hospitalization and the blood glucose at the time of admission. She reported that her liver and speel were swollen prior to the hospitalization event. She also reported having high blood glucose because she had drank too much orange juice to correct her low blood glucose. She stated that she was incorrectly calculating her bolus. It was also found that the customer had air bubbles while priming. The customer was advised about incorrectly programming her blood glucose. No add'l info provided.